Event description:
User received a discrepant bicarbonate result for one pt sample. Initial result was 46 mmol/l, repeat result was 23 mmol/l. Erroneous result was not reported. The field service rep determined there was contamination in the external water tank and cleaned the tank, incubator bath and windows. He also noted he replaced the photometer lamp, reaction cells and reagent cassette. He also inspected the rinse mechanism and replaced the squeegees. Performance tests were performed.